Manufacturer narrative:
The lead was returned in two segments and severed 170 millimeters (mm) from the terminal pin. Additionally, the rs- conductor coil was noted to be stretched. An x-ray was performed on both segments and no additional anomalies were noted. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing confirmed the stretched coils however was unable to reproduce the additional clinical observations.

Event description:
Boston scientific received information from another manufacturer that the patient implanted with this implantable defibrillation lead presented for lead extraction. It was reported the rate/sense portion of this lead had previously been surgically abandoned. The shock impedance measurements were varying and the physician elected to remove the lead. During the procedure a small pericardial effusion was observed. An attempt to place the new lead was made, however it was noted the pericardial effusion was larger. A pericardial window was created which resolved the pericardial effusion. No additional adverse patient effects were reported.